Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2009 and dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and had a fracture. The right atrial (ra) lead also exhibited noise. The rv lead was explanted and replaced. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.